Manufacturer narrative:
PMA/510(k): k124030. The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent a urology procedure. The cook® single-use holmium laser fiber was the device in use. The initial reporter indicated that the tip broke off during the procedure. As a result of this event, the reporter was not aware of any unintended sections of the device remaining inside of the patient¿s body. The patient did not experience any adverse effects due to this occurrence. No further information was provided.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, documentation, manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. One used laser fiber was returned for the investigation. The point of separation was on the distal tip. The cladding appeared to be twisted on the end and displayed charring. Blue cladding appeared to be stretched and pulled to separation. The optical fiber on the distal tip was fractured inside the cladding. The fractured piece of the device was not returned for the investigation. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.